Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06002 / 1825034-2014-08134).

Event description:
As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2007 due to osteoarthritis. Subsequently, the patient experienced a hip dislocation and was treated by closed reduction on (B)(6) 2013. No revision has been reported.